Manufacturer narrative:
Approximate age of device: 7 months.a correlation between the device and the reported gi bleeding could not be conclusively determined. The patient remains on vad support and no further related events have been reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for gi bleeding. The patient had a prior admission to the hospital on an unspecified date for gi bleeding and was taken off coumadin at that time. The patient was taken off of aspirin on (B)(6) 2015 and was transported to another center for a double balloon enteroscopy. The double balloon enteroscopy did not find a source of the bleeding. The patient was returned back to the implanting center and has had no further signs of bleeding. The patient subsequently had pump power spikes and increased lactate dehydrogenase (ldh) levels in the 1200u/l range. The patient's pump powers and all other parameters were normal on (B)(6) 2015; however, the patient's ldh rose to 1392u/l. The patient had no signs or symptoms of hemolysis and was discharged home on (B)(6) 2015.